Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2016 with the following findings: there was evidence of moisture behind the display lens. The vibration was not operational. The pump was opened and there was evidence of moisture throughout the pump. The battery compartment was cracked and the leak test failed due to the crack. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the up, down and ok buttons were unresponsive. The keypad cover was removed and no contamination was found under the button contacts. .